Manufacturer narrative:
This report is filed may 5, 2016.

Event description:
Per the clinic, the patient never received auditory perceptions due to over insertion of the device. Subsequently on (B)(6) 2015, the device was explanted, and the patient was reimplanted with a new device during the same surgery.